Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the distributor reported that a liquid was found inside the barrel of an unused syringe.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with bd ultra-fine¿ needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the distributor reported that a liquid was found inside the barrel of an unused syringe.